Event description:
The customer obtained an imprecise vitros valp result on multiple quality control samples on a vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were unaffected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that non-reproducible valp results occurred on their 5,1 fs analyzer on quality control samples, across two different valp reagent lots. The investigation is ongoing. The root cause of the event is unknown.